Event description:
A customer reported that the screen on a pump was broken. There was no reported impact on the customer¿s blood glucose level. The pump was functioning despite the broken screen, and a replacement pump with a new serial number was arranged to be sent to the customer while awaiting the return of the original pump for further inspection.